Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked fluid into the battery compartment. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. This MDR represents the bard/davol hydrosurg plus (device #1). An additional emdr was submitted to represent the bard/davol hydrosurg plus (device #2).

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was noted that the bard/davol hydrosurg laparoscopic irrigator leaked fluid from the battery compartment. It was reported that the or staff removed (device #1) and used another bard/davol hydrosurg irrigation (device #2) and the second device also leaked fluid and another device of different lot was used to complete the procedure. There was no reported patient injury.